Event description:
Patient received shock due to lead noise. Lead impedance in range. The device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported on (B)(6) 2019 that this lead was explanted and replaced with a sub cutaneous system on (B)(6) 2019. No additional shocks or noise were reported on the lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.